Event description:
I have had a number of problems with the baxter amia. Given that the claira an earlier version of dialysis cycler from baxter was so badly deigned it was hoped that newer version with a touch screen would be an improvement. This is not the case. The user experience is difficult and badly designed and for a consumer level device is a hazard. First the machine does not give a continuous update of uf but only after the dwell has happened. This means that you cannot increase the dwell to make sure enough fluid is taken off so that you can overfill which according the warning in the manual can lead to death. There have been a number of deaths with this machine. Second, the machine works on estimated peritoneal volume, but for initial drain this number is fixed by the nurse and often bears no relationship to actual volume. This leads to another problem in that even if the peritoneal volume is wrong there is no way from stopping the machine from stopping the drain and starting the initial nights fill even if there remains substantial uf in the peritoneal cavity. This also true for final fill at least in my instance. This means the patient can have too much peritoneal fluid and die. Third, the machine crashes if the wrong bags are used and has no way to recover from this very simple error. The use of keyed connectors or the use of bar codes on both sides of the connectors and using a cell phone camera could easily solve this problem. When this error occurs the machine simply gives a vague error message of low flow volume which at 3 am of the morning is nearly impossible to understand. This causes serious inconvenience on the part of the patient who needs to call both the clinic and baxter in the middle of night and then take corrective action. In turn losing sleep and incomplete treatment you cannot set the time once you have started the therapy. Why can't the machine ask for timezone and then set the time form the network? If the drain during the night is low there appears to be no way to have the machine sound an alarm so you can do an additional drain. All of this means that the wrong prescription is being given.